Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver functional test was performed and passed. Case opened for interior battery inspection was performed and passed. The log was downloaded and reviewed finding unexpected power, "rttloss" was obserced on incident (B)(6). See attachment. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.